Manufacturer narrative:
On 10/14/2019, the product investigation was updated. A manufacturing record evaluation (mre) was performed for the complaint device. The manufacturing record evaluation (mre) was reviewed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Device investigation summary: during evaluation of the sample it was discovered a tear measuring approximately 17.5 cm located on the anterior aspect and extending to the posterior aspect. Microscopic examination of the edges of the tear gave no indications as to cause. No other anomalies were discovered. The manufacturing records were reviewed, and the manufacturing criteria were met prior to the release of this lot. Possible causes of rupture of gel-filled implants include but are not limited to the following events: damage from surgical instruments, intraoperative or postoperative trauma, excessive stresses or manipulations as may occur during normal, daily routines including customary and purposeful trauma to the breast. Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This condition has also been associated with device deflation/ rupture, wrinkling and/or displacement of the prosthesis. Capsular contracture may be more common following infection, hematoma, and seroma, and the chance of it happening may increase over time. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: rupture, breast mass, capsular contracture. Concomitant products: (right) 400cc mentor memorygel breast implant catalog: 3504004bc lot: 7430180 sn: (B)(4). On 5/21/2019, the product investigation was completed. Device investigation summary: upon receipt by mentor, the gel contained in the device appears clear. No foreign material was observed within the device. Gel was observed on the shell surface. Product evaluation discovered a rent measuring approximately 17.5 cm located on the anterior aspect and extending to the posterior aspect. Microscopic examination of the edges of the rent gave no indications as to cause. No other anomalies were discovered. The complaint was confirmed since a rupture was found on the device. Nonetheless, a microscopic examination of the edges of the rent was performed and it did not provide conclusive evidence of what could be the root cause. Rupture is a known complication associated with these devices and is referenced in our product insert data sheet; however, complaint trends for mentor devices will continue to be monitored by quality assurance. Mentor performs 100% inspection and testing of all devices prior to release. Manufacturer¿s reference number: (B)(4). This report contains supplemental information for mentor psr reference number (B)(4). This device report is being submitted late as a result of the exemption transition period following the revocation of mentor¿s psr exemption #e2007003.

Event description:
It was reported that a (B)(6) year old female patient who underwent primary breast augmentation with a 400cc mentor memorygel breast implant on (B)(6) 2017, experienced left breast implant rupture on (B)(6) 2017 after undergoing breast biopsy done with a needle. The patient also experienced capsular contracture; baker grade iii, post-operatively. As a result, the patient underwent unilateral removal and replacement with a 400cc mentor memorygel breast implant on (B)(6) 2018. No malignancy was reported, however results of the breast biopsy were not provided. The customer requested that no further contact be initiated for follow up attempts. This report contains supplemental information for mentor psr reference number (B)(4).